Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat vessels in the brain tumor using penumbra smart coils (smart coils). During the procedure, the physician advanced a non-penumbra catheter into the target vessel and then injected some embosphere microspheres. Thereafter, the inner lumen of the catheter was flushed. The physician then inserted the introducer sheath containing a smart coil into the hub of the catheter. While attempting to advance the smart coil out of its introducer sheath and into the catheter, the physician did not mention any resistance; however, the smart coil stopped at the hub of the catheter and would not advance into the catheter. Therefore, the smart coil was removed and the procedure was completed using an additional coil without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. The introducer sheath was occluded with a clear hardened substance near its distal tip. During functional analysis, the smart coil could not be advanced out of the introducer sheath due to the occlusion near the distal end. The distal end of the sheath was cut off to remove the occlusion, and a penumbra investigator attempted to insert the smart coil into a demonstration microcatheter; however, the smart coil could not advance into the microcatheter due to the offset coil winds. Conclusions: evaluation of the returned device revealed that the embolization coil had offset coil winds near its proximal end. If the smart coil is forcefully advanced against resistance, damage such as this may occur. The clear hardened substance that occluded the distal end of the sheath likely contributed to the smart coil stopping at the hub of the catheter and not being able to advance into the catheter during the procedure. The offset coil winds caused resistance when advancing the smart coil during functional analysis. Further evaluation revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the smart coil. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.